Event description:
Further information provided to the manufacturer revealed that the patient stopped recharging the device in accordance to recommended charging practices causing device to becoming inoperable.

Manufacturer narrative:
The device has not been returned for analysis. A review of documentation supplied with the implant states that it must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with allowing the ipg to deplete beyond a recoverable state.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient's scs ipg became inoperable and lost therapy. In turn, the patient may undergo surgical intervention to resolve the issue.